Event description:
Caller reported a malfunction on the pump, identified as malfunction code 16, which indicated an issue requiring attention. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to place the pump into storage mode before returning it, and arranged for a replacement pump to be shipped. The caller acknowledged understanding and agreed to return the malfunctioning pump with a pre-paid label within 10 days while reverting to multiple daily injections for insulin delivery.